Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t hs (high sensitive) troponin t hs. It is not known if erroneous results were reported outside of the laboratory. The initial troponin t hs result was 32 ng/l. The repeat result was 16 ng/l. No adverse event occurred. The troponin t hs reagent lot number and expiration date was not provided. Centrifugation time has been identified as an issue for this customer. The customer has not amended their centrifugation times. It was noted that the customer does not intend to amend their centrifugation times. The samples are being spun at 3000 rpm for 5 minutes instead of 10 minutes per the recommendation by the manufacturer. The field service representative visited the customer site on 12/11/2015. The measuring cell was changed as a precaution and analyzer performance testing results were acceptable. Missing teflon was identified from the sipper probe. The sipper probe was replaced. The customer was advised to not use hanging cups and new racks and inserts were provided as the ones on site were old. The field service representative visited the customer site on 02/12/2016 and inspected the system. Analyzer performance testing was acceptable.

Manufacturer narrative:
Based on a review of the available data, the instrument performance looks good. Since the customer is not following the recommended procedures, an operator handling issue cannot be excluded.